Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed glucose tablets to address low bg. Customer suspects the changes they made to their settings contributed to the low bg and was educated on how changing the settings may affect insulin delivery. Customer acknowledged.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.